Event description:
It was reported that the cartridge cracked while filling the cartridge. Additionally, it was reported that resistance was experienced during the fill process. Customer¿s blood glucose level was 199 mg/dl. The issue was resolved by performing a cartridge change.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.